Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify a21 alarm due to no button response. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube. No damage inside pump noted.

Event description:
It was reported that the customer had high blood glucose levels of 216 mg/dl. The customer reported multiple unexpected restarts by the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.